Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, elevated iop, significant reduction of ica, & significant shallowingof the ac. The lens was exchanged for a shorter length lens of a different power, diopter & the problem was resolved. Cause of the event listed as user error, due to wtw measurements were found to be initially inaccurate. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.